Manufacturer narrative:
The reported complaint was confirmed. Per data log review: the log entries prior to 01oct2021 had a date of 02may2088 (likely actually 30sep2021). This triggered the reported message 'you have exceeded the 2-year service life of your battery'. The log confirms the complaint. The issue was with the date jump. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not verify the reported complaint. He replaced the batteries. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) displayed a 'batteries have exceeded 2-year service life' message earlier than expected. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.